Event description:
The patient underwent a cervical fusion at c4-c6. While tightening the center screw on the second plate the surgeon had implanted, and after removing the first plate for a similar occurrence, he advanced the screw through the plate once again. Because he did not want to explant the second plate, he then removed the plate's center locking ring so he could retrieve the screw. The surgeon did not replace the center screw. The plate was secured with 4 screws, there was a 45 minute surgical delay to complete this portion of the surgery which is considered a surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Device MFR date is unk. Evaluation is pending.